Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were received for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a post port placement procedure using unknown power port. On (B)(6) 2025, sometime post a procedure, the port was not functioning properly due to a break in the catheter. When attempting to remove the port, the portion of the catheter which had broken off became dislodged in subclavian vein. Due to this, vascular surgery was consulted, and the fractured portion of the catheter had to be removed via femoral. All pieces of the port were retrieved successfully. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were received for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a post port placement procedure using unknown power port. On (B)(6) 2025, sometime post a procedure, the port was not functioning properly due to a break in the catheter. When attempting to remove the port, the portion of the catheter which had broken off became dislodged in subclavian vein. Due to this, vascular surgery was consulted, and the fractured portion of the catheter had to be removed via femoral. All pieces of the port were retrieved successfully. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter in two segments was returned for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The photos show a person holding a container in which the catheter is seen into two pieces. A complete compound break was observed to the distal end of the attached catheter. The distal catheter segment was returned. A complete compound break was observed to the proximal end of the distal catheter segment. Multiple splits were observed to the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. Splits were noted on one side of the break edges. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and identified deformation and naturally worn issues. However, it is inconclusive for the reported migration issues as supporting evidence of the reported migration is not available. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device brand name), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a post port placement procedure using unknown power port. On (B)(6) 2025, sometime post a procedure, the port was not functioning properly due to a break in the catheter. When attempting to remove the port, the portion of the catheter which had broken off became dislodged in subclavian vein. Due to this, vascular surgery was consulted, and the fractured portion of the catheter had to be removed via femoral. All pieces of the port were retrieved successfully. The current status of the patient was unknown.